Event description:
It was reported patient lost effective therapy due to the leads had migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.